Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the right plunger case was cracked, bottom case has cracks by the l-bracket, and a crack on the barrel clamp head was noted. Device underwent multiple flow and occlusion tests. The reported customer complaint was not confirmed as the size calibration was in factory specification. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion 4000 pump had syringe size that was mismatched. No adverse effects reported.